Event description:
As reported by the user facility: patient intubated and sedated with propofol and 50mcg/hr of fentanyl. When fentanyl syringe was due to be changed the pump switched to a different mode of the therapy and instead was programmed to run at 50 ml/hr. The entirety of the 15 ml fentanyl syringe was infused into the pt. At 50 ml/hr instead of 50 mcg/hr. Pump was removed from room and tagged for service.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.